Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was placed posteriorly outside the heart due to placement difficulty. This lead had normal pacing impedance measurement when tested with the pacing system analyzer (psa); however, impedance greater than 2000 ohms was observed when this lead was connected with the implantable cardioverter defibrillator (ICD). Additional information was received indicating that the cause of the impedance issue was not conclusively determined. Sensing was good though pacing threshold value was high. Daily impedance measurement along with post shock and normal brady were switched off but were turned back on the following day when measurements returned to normal range. No adverse patient effects were reported. The system remains in service.

Event description:
Additional information was received which indicated this rv lead exhibited high out of range pace impedances again. At this time, the rv lead remains in service. The cause of the observations has not been determined. The patient will continue to be monitored. No adverse patient effects were reported.